Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 approximately 6 months after primary surgery. Surgeon converted the reverse to a hemi, explanting all components except for the stem (32mm centered glenosphere with screw, 24mm glenoid baseplate, 32/+9 standard humeral cup, +6mm post extension, and 2 baseplate locking screws), and then implanting a 50x20 offset humeral head and a 24/10 eccentric taper adapter.